Event description:
A review of service data has detected a reportable event. Upon receiving of battery pack sn (B)(4), which was returned for normal maintenance, the connector on the battery pack was damaged. The last pt to use this battery pack did not report any problems.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) was completed. Upon investigation the battery connector was damaged. The root cause for the damaged connector could not be positively identified, but the damage likely occurred when the battery was inserted into a monitor or charger with excessive force. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.